Event description:
A patient experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 44, 120, 122, 478, 453, 420 mg/dl. Tests were done within 10 minutes with a difference of 63%. Patient did not experience any adverse events.